Manufacturer narrative:
Additional information: date of event.

Event description:
Information was received indicating that this ambulatory infusion pump failed delivery accuracy testing. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was no evidence of the reported problem in the event history log. Three separate delivery accuracy tests were performed, however the pump was delivering within specification. The complaint was not confirmed.